Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced syncope during a vf episode. Programming changes were made and the patient will continue to be monitored.